Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the repeated error c-34 occurred on the vio dv integrated electrosurgical unit (iesu). The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, the site power cycled the iesu and replaced the instrument and the monopolar cautery cable twice, but the issue was not resolved. Tse confirmed several error c-34 in the logs pointing to low high frequency (hf) voltage. Tse explained that the issue could be due to magnetic interference from other esus. Tse advised site to connect the iesu to a dedicated power socket. However, the surgeon refused to do so because the surgeon elected to use a third-party esu to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The iesu triggered error c-34 during power-on test. No issues were found during visual inspection. The iesu will be returned to the original equipment manufacturer. The probable root cause of this issue is attributed to a defective generator due to voltage issues. This issue can be resolved by using a back-up generator.

Event description:
Refer to h11 for follow-up information.